Event description:
Customer reported receiving a button error alarm on the insulin pump. Customers stated that they replaced the batteries and are unable to clear the alarm. Customer also mentioned playing volleyball prior to the alarm. Customer's blood glucose reading at the time of the call was 251 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.